Event description:
It was reported that a spectrum iq infusion pump failed accuracy during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "pmm failed accuracy." Was not reproduced. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During evaluation, the device alarmed downstream occlusion. The cause of the condition was determined to be the downstream calibration values out of specification. The force sensor calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.